Event description:
It was reported that the user¿s ilet pump was not connected before breakfast, leading to missed meal insulin and elevated blood glucose readings around 312¿357 mg/dl; the user was instructed to allow the pump to deliver correction insulin and to announce the next meal when ready, and no device component involvement was identified. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.